Event description:
It was reported that during a prostate procedure, diminished tissue vaporization efficiency was observed and the fiber cap detached. The cap was kept and will be returning with the device. The procedure was completed using a second fiber. The procedure outcome was reported as "no damages to the pt".